Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high insufflation unit device would not startup. There were no reports of patient harm.

Event description:
The event was found during reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, the event reported as "the front panel displayed disappeared" was caused by failure of circuit printed board and the event "device cannot start up" could not be confirmed. Olympus will continue to monitor field performance for this device.